Event description:
It was reported to minimed that the customer experienced low blood glucose events and alleged the pump was over-delivering insulin. The event involved product mmt-431ag, mmt-342, 78893-01 and mmt-1884. The customer has type 1 diabetes and reported using the insulin pump system with auto mode/smartguard active within 48 hours prior to the event. The customer stated that prior to the event for a respiratory infection, which caused high blood glucose levels requiring increased insulin delivery. Troubleshooting was initiated. Due to the customer's continued concern that the pump was over-delivering insulin. No further patient complications were reported. The customer was instructed to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No product return is required for mmt-431ag, mmt-342, 78893-01. Mmt-1884 was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.